Event description:
A customer contacted baxter (B)(4) regarding a burnt odor coming from a tina hemodialysis machine, during citric heat clean, while the home patient (hp) was not connected. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a report of "burnt odor" was confirmed and the root cause was determined to be due to a blockage of air inlet because of dust accumulation. No sample was returned for evaluation as the device was evaluated by the field service engineer (fse) at the customer location. During the evaluation, the reported condition of: "smelling burning smell" was confirmed but not duplicated by the fse. Visual inspection was performed and no issues were observed. As part of corrective action for reported problem; the fse cleared all of the dust in the fan input grills (internal filter was checked and was found to be clean) and performed self test. The device was evaluated and all necessary functional tests were performed and passed as per baxter?s standard operating policies and procedures.